Event description:
Medtronic received information that during a bypass procedure, high pre-membrane oxygenator pressures were observed during cardioplegia infusion. As a result of the high pressures, flow to the patient was reduced. Due to the performance of the oxygenator, the tubing and oxygenator were changed out (which took approximately 2 minutes), and the patient was again recooled at 33 to restart bypass. A new oxygenator of the same lot was used and the rest of the procedure ran in normal fashion. Post-operatively, a MRI was performed which detected cerebral injuries, and hemiparesis of the left arm and leg. It was also reported that the patient had not woken up completely, but did respond to stimulus.

Manufacturer narrative:
(B)(4). Evaluation method: device history review and analysis are pending. Results: device history review and device analysis are pending. Conclusion: cause of event cannot be determined. Analysis: device analysis and device history review are pending. Conclusion: based on the limited information available at this time, the cause for this event cannot be determined. Upon further information, a supplemental report will be filed.